Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim/discolored display. Auditory and vibratory features were operational. The bolus button cover was detached/missing. The keypad buttons responded properly. (B)(6).